Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the pump did not detect the cartridge during the load step and dispensed fluid from the cartridge, emitted a "no cartridge detected" warning. Review of the pump history reveals zero force loss of prime warnings and two "no cartridge detected' warnings. The pump was opened and a misaligned display screen and partially dislodged force sensor pins were observed. The force sensor resistance reading fails specification.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.